Event description:
It was reported that the implantable cardiac monitor (icm) had migrated into the breast tissue which caused a difficult explant. The patient stated that due to the difficulty, a larger than expected scar was left. It was also reported that the device had undersensing and loss of data. Further follow up did not yield any additional information regarding the event. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).